Event description:
It was reported that the system 7799 would not power up. A replacement unit was brought in and the procedure was completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power cord was found to be defective having a wire disconnected at the plug and was repaired. The system was tested and found to be working as intended and placed back into service.